Event description:
This lead was explanted and replaced because it dislodged during an rv lead replacement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The visual inspection of the available fragments revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Due to the cut the electrical inspection of the lead was not properly feasible. The analysis of the returned fragments did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.